Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: patient came to the or with a visibly rotated acetabular component. The component was removed and a new acetabular component was placed with extensive screw fixation and mdm bearing was chosen." Any complicating conditions notes "initial fracture of the medial wall of the acetabulum." Update: "there was a deficient medial wall prior to the initial surgery, which was revised to a multi hole shell, which was then revised to another multi hole shell. 2 revisions, this being the second. Initial surgery (B)(6) 2018, initial revision (B)(6) 2018. No allegations or product deficiency. Revision due to patient condition/poor bone quality."